Event description:
Info rec'd indicates the bed has no function.

Manufacturer narrative:
The technician found the power control module was not powering on. The technician replaced the power control module to repair the bed.